Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced immediate and constant pain where the coils were placed. Then, had menstrual type cramp every day (pelvic pain) and was bleeding so profusely (genital bleeding) that she was anemic and lethargic and had an endometrial ablation. This ablation led to a pelvic (infection) that took 3 months to heal. She also presented: vision loss, nerve sheath tumor, rheumatoid arthritis, coeliac disease. All events are serious due medical importance and intervention required. Pelvic pain, bleeding and pelvic infection are listed while the other events are unlisted in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. Considering event's nature and close temporal relationship, these events are assessed as related to essure use and the infection, as a consequence of endometrial ablation due to bleeding, is also considered related to micro-insert. Given the essure's local action in fallopian tubes, the remaining events are assessed as unrelated to essure. Since medical intervention (ablation) and essure removal were required, this case is regarded as incident. Technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a 31 years old female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2012. At time of the insertion, she had 2 children and 3 step-children. The consumer reported she was in immediate and constant pain where the coils were placed. She was told this was normal after she had them placed. She reported constant ovarian cysts, muscle and joint pain, menstrual type cramping every day, severe exhaustion, lymph nodes were always swollen, her hair started falling out in clumps, stabbing vaginal pain, motion sickness, major metal and indoor allergic reactions (so much she had to find a new home for her dog), brain fog, itchy scalp and skin, documented by optometrist vision loss, chronic allergic conjunctivitis in eyes, started using restasis because her eyes slowed tear production, chest pains, degenerative discs, carpal tunnel, gluten allergies, anxiety attacks, severe bloating (looked 6 months pregnant), fluttering in the abdomen, bleeding so profusely within a month from uterus that her doctor had to put her on hormones. She was diagnosed with a nerve sheath tumor in 2015 that has been growing for 2 years on her cervical spine and it will need to be removed; she had imaging done 3 years ago and it was not visible at that time. She had to have an endometrial ablation in 2013 because the hormones did not help the bleeding. The ablation left her with an infection that took 3 months to heal and she was anemic and lethargic all of 2013 and most of 2014. She found a surgeon who took the coils out on (B)(6) 2014. She was still left with rheumatoid arthritis where she had pain every single day and she still has a swollen uterus that will need to be removed. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced immediate and constant pain where the coils were placed. Then, had menstrual type cramp every day(pelvic pain) and was bleeding so profusely (genital bleeding) that she was anemic and lethargic and had an endometrial ablation. This ablation led to a pelvic (infection) that took 3 months to heal. She also presented: vision loss, nerve sheath tumor, rheumatoid arthritis, coeliac disease. All events are serious due medical importance and intervention required. Pelvic pain, bleeding and pelvic infection are listed while the other events are unlisted in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. Considering event's nature and close temporal relationship, these events are assessed as related to essure use and the infection, as a consequence of endometrial ablation due to bleeding, is also considered related to micro-insert. Given the essure's local action in fallopian tubes, the remaining events are assessed as unrelated to essure. Since medical intervention (ablation) and essure removal were required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring. Technical assessment is expected.